Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache, sleep issue, particles in tubing, difficulty breathing. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation device's sound abatement foam. The patient has alleged headache and is having trouble breathing and is unable to sleep during the night. No humidifier or tube were returned. No other peripherals or accessories were returned with the device the device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from an external and internal inspection missing usb/micro sd card cover. Dust-like contamination and tiny hairs/fibers in the air outlet port. Also, there was a potential mineral deposit in the air outlet port. Air inlet filter had grey unknown contamination on it. The air inlet filter area had dust-like contamination and tiny hairs/fibers and an unknown brown stain. Iso (international organization for standardization) port cover had dust-like contamination and small black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure. Pca (printed circuit assembly) at c47 and c48 had potential excess flux stains on it. There was a potential dead insect carcass in the bottom of the enclosure. Slight dust-like contamination in the bottom of the blower box. Pil used a fitt (foam integrity test tool) to probe the sound abatement foam, that was reachable and was not able to confirm the presence of degraded sound abatement foam. Visually, the sound abatement foam looked intact. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint of particles in the tube or address the symptoms. Pil observed 2 errors were logged in box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.